Manufacturer narrative:
G1: device manufacturer name baxter healthcare - dominican republic previously submitted as baxter healthcare ¿ cleveland. G1: device manufacturer address 1 carretera sanchez km 18.5 previously submitted as 911 highway 61 north. G1: device manufacturer address 2 parque industrial itabo, piisa previously submitted as po box 1058. G1: device manufacturer city haina, san cristobal previously submitted as cleveland. G1: device manufacturer state na previously submitted as ms. G1: device manufacturer country dominican republic previously submitted as united states. G1: device manufacturer postal code 91000 previously submitted as 38732. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which could not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no functional testing could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an overinfusion of medication while using a solution set with duo-vent spike. The medication was flowing at a rate faster than expected. This issue was further described as, ¿tubing has too fast of a flow¿. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.